Event description:
A physician reports that a patient had a surgery on her left eye for cataract replacement in 2004 with healon 5 and myostat. After surgery, the next morning her vision was 20/30. The next week, the patient had a great deal of inflammation and pigment in her eye. The events were considered serious/disability by a company physician. The patient did not inform the physician so surgery was performed inher right eye for cataract replacement with healon 5. The next morning again her vision was 20/30. Four days later she again developed inflammation in her right eye. Vision in botn eyes was 20/200.